Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit wont start up.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,h6(clinical & impact).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit wont start up. There was no patient harm reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit won't autofill and start up. There was a patient involved. However, there was no adverse event reported. The demographics are unknown at this time.

Manufacturer narrative:
Updated fields: (site country), (type of investigation, investigation findings, investigation conclusions). Additional information poc: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and found that it is not power up issue it is autofill failure. The fse found that the retaining screw for the vacuum diaphragm piston was loose. Fse resolved the issue by tightening the screw. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.